Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported readings of 513 mg/dl, 319 mg/dl, and 221 mg/d within 10 minutes on the compact plus system. Strip information was not available as strips are discarded. No adverse event reported.